Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. However, it was reported that the device was not used past its expiry date. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on july 8, 2020 that a wallflex biliary rx fully covered rmv stent had been implanted to treat a malignant biliary stricture during a stent implant procedure performed approximately twenty one months ago. According to the complainant, on (B)(6) 2020, an endoscopic retrograde cholangiopancreatography (ercp) procedure was performed to remove the stent. During the procedure, the physician had difficulty removing the stent out from the patient. It was noticed that the stent cover material had degraded and the stent broke into separate pieces upon removal. Reportedly, the stent was successfully removed using forceps and snares. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be fine.